Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette after ending their pd treatment. The patient reported not receiving an alarm. The patient noticed the cycler was overfilling the heater bag during dwell 1 and the treatment was cancelled to prevent the bag from popping. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to continue the use of their cycler for the next treatment and follow up with their peritoneal dialysis nurse (pdrn). It was reported that the patient completed treatment using manuals. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette after ending their pd treatment. The patient reported not receiving an alarm. The patient noticed the cycler was overfilling the heater bag during dwell 1 and the treatment was cancelled to prevent the bag from popping. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to continue the use of their cycler for the next treatment and follow up with their peritoneal dialysis nurse (pdrn). It was reported that the patient completed treatment using manuals. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.